Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 24 mmol/l at the time of incident. The customer¿s current blood glucose value was unknown. The customer did not experienced symptoms due to high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that insulin pump had insulin flow block alarms. Troubleshooting was performed. No further patient complications were reported.